Event description:
Additional information received states that an air detector alarm occurred during the patient¿s hemodialysis treatment. It was the last shift of patients with fewer staff and everyone was taking patients off treatment at the time of the alarm and the system clotted. The alarm occurred multiple times throughout treatment with the last alarm going off towards the end of the patient¿s treatment. The patient received a heparin bolus and a maintenance dose of heparin during treatment (units not known). There was no patient injury or medical intervention required as a result of this event. There was no defect or damage noted on the dialyzer. After the alarms, the patient did not want to complete treatment due to transportation and there being 45 minutes left of treatment when the last alarm occurred. The complaint device was reported to not be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information provided in a1, a2, a3, a4, and b5. Correction provided in h6.

Event description:
A user facility reported that the machine alarmed with an "air detector" alarm and the patient ¿clotted¿ due to the alarm not being able to be resolved during their hemodialysis (hd) treatment. The patient¿s estimated blood loss (ebl) is unknown. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Additional information received states that an air detector alarm occurred during the patient¿s hemodialysis treatment. It was the last shift of patients with fewer staff and everyone was taking patients off treatment at the time of the alarm and the system clotted. The alarm occurred multiple times throughout treatment with the last alarm going off towards the end of the patient¿s treatment. The patient received a heparin bolus and a maintenance dose of heparin during treatment (units not known). There was no patient injury or medical intervention required as a result of this event. There was no defect or damage noted on the dialyzer. After the alarms, the patient did not want to complete treatment due to transportation and there being 45 minutes left of treatment when the last alarm occurred. The complaint device was reported to not be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Investigation: the complained sample was not available. Due to 100% testing, it is highly unlikely to detect a failure in the retention sample. Furthermore, only a small number of reserve samples are available. Therefore, the retention sample analysis is not done. Batch record investigation (DHR) shows products have been inspected according to the inspection protocol and were found conforming to specifications. No indication for any relationship with the reported failure mode has been found during the review.